Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic cystectomy procedure, on the first firing with a white load the device was by the pa. The device was fired and all the staples deployed but the device did not cut. All of the staples were there but they did not form. The device was removed from the tissue. The procedure was completed cut and suture. The procedure was completed with no patient consequence.